Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
The blister pack on an lfit 36 +5 head was not sealed properly. The head was taken out of the box and as the scrub tech grabbed the corner tab he realized that the packaging was already open.

Manufacturer narrative:
The event was confirmed. Review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. The implant stickers and the partially opened inner blister and its contents were returned. Visual inspection of the returned indicated the foam was stuck to the inner tyvek lid. It is possible the inner tyvek lid had stuck to the outer tyvek lid causing it to get opened along with the outer lid. The root cause was determined to be a known packaging issue. Packaging innovations is aware of this, and has issued a memo.

Event description:
The blister pack on an lfit 36 +5 head was not sealed properly. The head was taken out of the box and as the scrub tech grabbed the corner tab he realized that the packaging was already open.